Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the tourniquet had pressure loss. Spontaneous deflation occurred. No harm reported and no medical intervention. An alternate device was used to complete the procedure. No additional event information available.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit was losing air pressure. The main side clipart valve was leaking and the lop sensor was damaged. The clippard valve, lop sensor, manifold, and terminal crimps were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the tourniquet had pressure loss. Spontaneous deflation occurred. No adverse events were reported as a result of this malfunction.